Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.

Event description:
It was reported by the customer that the handpiece will not shut off if a battery is attached. It is unk if there were adverse consequences or pt involvement.